Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel of below the knee. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. During second inflation at 10 atmospheres for 20 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post procedure.